Event description:
The physician had accessed in standard fashion in the anterior tibial artery. Advanced the .035 glide wire up the artery and advanced another manufacturer's quick cross catheter. The ipsilateral groin was accessed in antegrade fashion and snared wire for through and through access. The wire through the ankle sheath was clamped at the hub to maintain access. It was not recognized until the end or near the end of the procedure that the sheath had separated and had embolized. Surgical intervention was consulted.

Manufacturer narrative:
Eval: this event is still under investigation.